Event description:
It was reported that during an open whipple procedure that they fired two firings on the stomach with a blue reload. The surgeon stated that the staple lines looked a little oozy. Subsequently at the end of the case, they looked at the staple lines again and it looked like there was a leak. They fired a covidien stapler to remove our portion of the staple line that was leaking. This added 30 minutes to the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Batch # unk. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent: 2/28/2023. D4: batch # 871a33. Investigation summary: photos along with the device was returned for evaluation. The product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one ech60c device was returned with no reload present. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. During visual inspection, it was observed that the shroud post at the bottom of the battery compartment was broken and a gap between the shroud halves was noted in that area. No conclusion could be reached as to how the shroud become damaged. The event described could not be confirmed as the device performed without any difficulties noted. This is an analysis of two photos submitted to ethicon endo-surgery for evaluation. During the visual analysis, the following was observed: the photos show a piece of tissue with what appears to be an unformed staple. Based on the photos review, the event described is confirmed, however, no conclusion or root cause could be determined. Please refer to the device analysis for full analysis details and conclusion. As part of the ethicon endo-surgery quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 871a33, and no non-conformances related to the reported complaint condition were identified.

Manufacturer narrative:
(B)(4). Date sent: 1/31/2023. Additional information was requested, and the following was obtained: staple line was bleeding. Dr osman said he thought he saw some gastric fluid leaking. Staple lines were distorted in picture I sent . The leak was on stomach staple line. It was not an anastomosis leak .